Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. The patient states he is consistently exposed to sources of electromagnetic interference due to his work. The lead was capped and replaced on (b)(46 2018. The patient was in stable condition post-procedure.